Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl and she was in emergency room. The customer stated the insulin pump received motor error alarm and when she removed empty reservoir there was liquid inside the reservoir compartment. Customer stated that the type of moisture exposure was insulin. Troubleshooting was stopped because the call was disconnected. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.